Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the emergency stop was active. During troubleshooting, the fse found that there was ippc (image processing pc) software problem. The fse reconnected the ipc cables and reinstalled the ipc software. After the repair, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not working after an emergency stop was activated. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.